Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corail broach handle, dr (B)(6). (B)(6) hospital, (B)(6) 2018. During broaching of the femur it was found the attachment between the handle and the broach was loose and therefore we were unable to use that handle to determine rotational stability. Used the other handle. Outcome as predicted. Need to have handle checked and refurbished if able. Patient ID: (B)(6),gender: male.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the device was not possible because the device was not returned for analysis. The complaint could not be confirmed. Based on the investigation performed, no product problem was identified. The root cause of the incident could not be identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.